Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified common femoral artery. A 7.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.